Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Troubleshooting with tandem technical support indicated that the occlusion was due to the infusion set tubing. Blood glucose (bg) level was impacted (over 600 mg/dl) and was addressed by administering a manual injection. The customer was taken to the emergency room (ER) for the high bg level and large ketones. The customer was treated with approximately 10 units of insulin and fluids to address bg level and ketones. The customer was released from the emergency room on (B)(6) 2017. Infusion set information could not be provided.